Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. E4 initial reporter also sent report to FDA is unknown.

Event description:
It was reported that the device is showing no disposable pump won't run alarm. No patient injury was reported.